Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A lot history review was conducted for all devices within this sterilization lot and there are no other reported events of endocarditis as of 24 january 2014.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: device history record (DHR) review is in progress. Device will not be returned by the hospital for evaluation. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been disclosed; however, the health care provider has indicated that the device did not cause or contribute to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm aortic valve was explanted after an implant duration of approximately four (4.57) months due to endocarditis. The 25mm aortic valve was replaced with a 23mm edwards magna ease valve. The device will not be returned for evaluation due to infection.